Event description:
The reporter indicated that patient never had therapeutic effect. The reporter stated that they had never been able to get it so the device helped at all. The patient stated the health care provider (hcp) asked the patient if he was feeling stimulation in his anus and patient stated he was feeling stimulation in the head of his penis and in his right testicle. It was noted patient¿s incontinence was not regular; he had some good days and some bad days. The patient also had botox which did not help either. The health care provider put a "foley" in. Reporter also mentioned the patient started on a water pill on the day of this call. Caller didn't know if patient had tried changing programs. Additional information received indicated that patient had an appointment with health care provider on (B)(6) to evaluate therapy. The device was on program 2 and electrodes 2, 3 and 4 were abnormal, the battery life was normal, however there were no further notes stating what abnormal meant. The patient was being treated for urge incontinence and frequency. The patient stated that he turned off the device on (B)(6) 2015 and tried other things like botox and medication which provided no relief for patient. It was noted that on (B)(6) patient got foley catheter and was happy with the results of using that. He does not want to turn back on device or try any other treatment options at this time. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0kxce, implanted: (B)(6) 2014, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).